Manufacturer narrative:
On 9/5/2019, mentor received additional information indicating the patient cancelled their explantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 9, 2022, mentor became aware the patient underwent explantation on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, mentor became aware the patient's unspecified device was a 510cc mentor memorygel breast implant. Updated dates of implant and explant were also received. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unspecified procedure with unspecified mentor gel implants and experienced a rupture on the left side post-operatively. As a result, the patient will undergo explantation on (B)(6) 2019